Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was found on the floor of their home. The patient was taken to the hospital where a boston scientific field representative (fr) interrogated the device. The device was noted to have declared a battery status of end of life (eol) and was in storage mode. The patient had not been seen for follow up since the device had been implanted. The fr indicated that the patient might not undergo a device replacement procedure given the patient's age and general state of health. At this time, the device remains in service. There were no additional adverse patient effects reported.